Manufacturer narrative:
Correction describe event or problem. (B)(4).

Event description:
It was further reported that the midsternal chest pain event was withdrawn and was reported from the site in error.

Event description:
(B)(4). It was reported that post stenting procedure, patient experienced midsternal chest pain. In (B)(6) 2013, patient presented with unstable angina and was referred for cardiac catheterization which revealed the 80% stenosed target lesion at the proximal circumflex which was 15mm long and with a reference vessel diameter of 2.5mm. The lesion was treated with pre-dilatation and placement of a 2.50x20mm study stent with a residual stenosis of 0%. The patient was discharged one day post procedure on dual antiplatelet therapy. In (B)(6) 2013, the patient presented with midsternal chest pain. No action was taken in response to the event. The event was considered resolved.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).